Event description:
The on-body device did not adhere to the patient and did not infuse. Patient noted the device blinking red. The catheter did not perforate the skin and was lying up against the skin. Clear plastic aspect around the catheter was dislodged.